Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a molding defect which could result in a leak. No injury or medical intervention reported.